Event description:
The clinic reported that a pt treated for lasik vision correction presented at a one week post-op exam with an over correction of two or more lines of vision in both eyes. The pt also reported that their distance vision was getting better but still blurry. Pt's post-op visual acuity at one week: bcva od 20/50 os 20/30.

Manufacturer narrative:
(B) (4). An amo field service tech examined the system at the customer location and performed a full checkout of laser. No issues were found with performance and operation of the equipment.